Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: white particles observed, in the surface of the shell. Observed, creases on the device. Observed, wear abrasion on the device. Observed, deformation on the device.

Event description:
Healthcare professional reported, capsular contracture, baker grade unknown. This record relates to the left side. The device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Healthcare professional additionally reported left side "both implants were covered with silicone" and "pathistology examination showed big amount of silicone on the implant".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported capsular contracture baker grade unknown. This record relates to the left side. The device has been explanted.